Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an open colectomy, the firing force became high on the way of the fourth firing of feea on the rectum. After that, the firing knob was moved forward forcibly for staple on staple and then, the firing knob was broken off. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.